Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was giving inaccurate low readings. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2011 in the evening at an unknown time. The patient reported blood glucose results of 'lo' with the subject meter and 'high' on another unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Per the onetouch ultramini user guide a message of 'lo' means the user may have a very low blood glucose level (severe hypoglycemia), lower than 20 mg/dl. The patient informed the mss that she manages her diabetes with novolog insulin 30 units with every meal based on a sliding scale and lantus insulin 60 units in the morning and 40 units in the evening. The patient claimed when she received the alleged low reading on the subject meter she ate something in response to the result. Shortly afterwards at an unknown time, she claimed she began "throwing up, was dizzy, nauseous and experienced numbness." The patient claimed she attempted to check her blood glucose on the subject meter but it would not power on. The patient claimed her family member called the paramedics and when they arrived within 30 minutes, they tested her on their meter (unknown type) and reportedly obtained a reading of "high." The patient claims she was taken to the hospital and when she arrived she was tested with a hospital meter and obtained a reading of "596mg/dl." The patient reported that lab work was also ordered but she did not know the result obtained. The patient reportedly was treated at the hospital with "regular" insulin through an IV drip and was admitted for a few days. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the correct test strips were being used. A quality control solution test was not performed since the patient did not have the solution available. The cca also noted that based on the meter specifications the battery did not need to be replaced. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate low reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms and received hcp treatment that was suggestive of severe hyperglycemia after the alleged meter issue began. Although the power issue did not cause or contribute to an adverse event, this was reported due to the issue not being resolved.